Event description:
It was reported that the patient presented in the clinic with redness and swelling at the pacemaker site that eventually caused the pacemaker to erode through the skin. The entire pacemaker system were explanted due to erosion. The patient's condition was stable.